Event description:
It was reported that during a prostate procedure, end firing occurred after 1,278j with 20 seconds of fiber use. The procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Analysis of the returned device did not identify signs of breaks/fractures on fiber tip. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The cause of the observed damages to the fiber are likely due to heat accumulation. However, the alleged event of ¿end firing¿ could not be confirmed based on device analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.